Event description:
It was reported the device was used during a bowel procedure. It was reported the first firing of the tlc75 was fine. The device was reloaded and the surgeon attempted to fire it, but the device would not fire. The device was repositioned a couple of times, but the surgeon was unable to fire it. It was reported the bowel tissue was traumatized by the device and the surgeon had to use suture to repair it. The procedure was completed with another tlc75.